Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported 20 days after the dental implant was installed in the intraoral region #13 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type ii.